Event description:
It was reported to technical services on (B)(6)2011 that this lead was revised (B)(6). Due to pocket erosion. Dr. (B)(6) is the physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).